Event description:
During administration to the patient, leakage was detected on the side of the infusion connector, which was subsequently replaced.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4186517. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.